Event description:
Hcp reported the patient had a catheter contrast study and was programmed to receive a catheter priming bolus after the contrast study. The amount programmed was 0.36 ml, which is twice the maximum catheter volume. The patient was treated for overdose symptoms. The patient is doing better now.